Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two pair of forceps became unable to open when used during surgery. A new forceps were used and completed the procedure. There was no harm to the patient.

Manufacturer narrative:
Two samples received in opened original packaging without cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The two received forceps sample were visually inspected with the aid of a photomicroscope with various magnifications. Both samples show surgery residuals and one is very bent. After cleaning, it was found that on the not damaged forceps the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. The bending of the second forceps does not allow a detailed examination of the root cause. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. The manufacturer internal reference number is: (B)(4).